Event description:
Customer alleges discrepant results with meter compared to lab: date: unk, inratio: 1.0, lab: 1.9. Date: unk, inratio: 1.2, lab: 2.3. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.